Event description:
It was reported that a coil misfired while using the side branch occlusion catheter. The coil reportedly misfired when it was halfway in; instead of going into the side branch, the coil went into the saphenous vein and had to be retrieved. No permanent patient injury reported.